Event description:
The pt reported, the down button of the infusion device does not respond. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval the up/down button does not operate because the connections/printed circuits of the up/down flex print have an interruption.